Event description:
Complainant alleged that while attempting to defibrillate a female pt, the electrodes would not adhere to the pt's skin. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. This is the third similar report. The first two reported on medwatch reports 1220908-2014-00412 and 1220908-2014-00415.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.